Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to water immersion in the cable and imaging section. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that broken cable was noted with the hd camera head. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a b30 error, main body flood/wear, main body adhesive peeling, and scope mount corrosion were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.